Manufacturer narrative:
Internal complaint number: case-(B)(4).

Event description:
It was reported that, during bilateral femur external de-rotation over fd rod osteotomies, it was noticed that one (1) evos 3.5mm x 20mm lck scr s-t was screwed into the patient by hand screwdriver and the head of the screw broke off from the thread, leaving the thread inside the patient. No picture was taken and no sample was collected. Piece left in patient. Screw removal was attempted, but it was unsuccessful. The procedure was performed, after a significant delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the undated/unidentified image provided appears to support the complaint. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event, although a user technique cannot be definitively ruled out as a possible contributing factor. The patient impact included the sheared-off screw-head with retained implantable threaded body in the bone, and the reported significant procedural delay of 31-60 minutes with unsuccessful removal attempts of the screw-body, as well as unknown attempts during future removal as hardware is commonly removed in pediatric patients. Although unlikely, micro-motion of the retained threaded screw-body cannot be ruled out. No patient injury was reported due to this issue. Further patient impact could not be determined. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for evos¿ plating system revealed in adverse effects section that bending, cracking or fracture of implant components could occur. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, patient anatomy and/or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.